Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill message after loading a new cartridge. Reportedly, the customer filled the cartridge with 250 units of insulin. Subsequently, a cartridge alarm 1 (no pressure change when expected) occurred. Following the cartridge alarm, the customer loaded a new cartridge and an altitude alarm occurred. The customer's blood glucose level was 125 mg/dl at the time of the reported issues. Reportedly, the customer has manual injections available as alternate insulin therapy.